Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the cp2 settings were adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system 2d image acquisition performed was half completed where half was black with white artifacts scattered. Restarting the imaging system did not resolve the reported issue. The reported issue did not occur on the 3d image acquisitions, therefore the site elected to proceed with the 3d image acquisitions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient ID provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.